Event description:
The accounts engineer stated that the head section is all the way up and cannot be lowered electrically or by using the CPR release.

Manufacturer narrative:
The engineer found that the engagement clip keeps coming loose from torque cage on the drive. He bent the CPR engagement clip back into place to repair the bed.